Event description:
According to the reporter: neither the scrub nor the surgeons noticed any problems with the sleeve when it was assembled prior to insertion. At the end of the case, when the trocar was removed a large chip was noticed missing from the distal end of the trocar sleeve. They looked superficially in the incision, found and removed one piece on the wound above the facia. It is assumed that at least one additional piece has been left inside the pt. The surgeon did re-insert the laparoscope through another port site for approx 30 minutes and did not find anything. The pt and her spouse have been informed of the situation. Extended or time and pt stay in hospital due to piece of cannula that could not be found and was later identified in an x-ray. No pt injury was reported. Procedure type: laparoscopic rouxen-y gastric bypass.